Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via text on (B)(6) 2018 at 12:13 pm that the insulin pump had a blank display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that her pump died last month, she was walking and it beeped. It went blank, had to reset it and did fixed prime. Later, insulin pump buttons were hard to press and finally it would not work. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display or button error alarm noted. Device had unresponsive down button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to unresponsive button.